Manufacturer narrative:
This report is submitted on jun 6, 2023.

Event description:
Per the clinic, the patient experienced pain and had been a non-user for 9 years and communicates via sign language. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 25, 2023.